Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information. B4, d9, g3, and h2 have been updated. B5 has been corrected. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the patient had very tortuous anatomy and balloon on first delivery system was thought to have ruptured while advancing the system through the iliac/aorta, so it was removed and a new valve and delivery system were prepared. Per follow-up communication, the valve appeared mangled, prior to removal through the sheath. Additionally, the field clinical specialist clarified there was no known balloon rupture, only resistance of the delivery system advancing through the sheath, at which point balloon rupture was speculated. Pre-decontamination observation of the valve received for evaluation indicated the valve was slightly canted.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, the patient had very tortuous anatomy and balloon on first delivery system was thought to have ruptured while advancing the system through the iliac/aorta, so it was removed and a new valve and delivery system were prepared. Per follow-up communication, the valve appeared mangled, prior to removal through the sheath.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The valve was returned crimped on the delivery system inflation balloon, and delivery system was fully inserted through sheath. There was one bent strut on the valve at the inflow side. Post expansion, the frame was slightly canted, the bent strut corrected, and the leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the event, no dimensional or functional testing was applicable and the issue was confirmed through visual examination. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy was provided by the site and revealed the presence of tortuosity in the patient's access vessel. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. An existing product risk assessment (pra) applies to this event. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging the procedure, which did occur during this event. No further action is required. Prior corrective action captures high push force investigation and corrective/preventative action. As no defect which could have resulted in the event was confirmed, no further escalation is needed at this time. In this case, frame damage was confirmed based on the returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force, insertion angle) likely contributed to the event as the provided imagery of the patient's anatomy revealed tortuosity within the access vessel. Additionally, a steep insertion angle was reported during delivery and a bent strut was observed on the inflow side of the thv. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.